Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to some inappropriate electric shocks. The smart pass feature disabled was also observed. Reprogramming efforts were performed. Currently, the s-ICD system remains in service and no additional adverse patient effects were reported.